Event description:
Received a medwatch report (B)(6) from us FDA indicating that while using the prefilled saline syringe, a nurse attached the syringe to a central line. The nurse then aspirated on the plunger, when she did that, a large amount of air entered the syringe from the plunger side of the syringe, air leak around the plunger. This was repeated twice with the same results. Same product in other areas of the hospital tested and resulted in same problem. The air leak presents a possibility of air embolism if, after aspiration, the syringe is flushed into the pt.

Manufacturer narrative:
The reason is still under investigation.